Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and was found to have frayed edges. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery (ica) cavernous s egment with a max diameter of 8 mm and a 4.3 mm neck diameter. It was reported that for the ica-cavernous 8mm cerebral aneurysm, when the pipeline was used for the second time, the distal side did not deploy, and although there were some technical ingenuity, including system push, the deployment continued to fail, so cfn: ped2-500-25 lot: b510049 was replaced with cfn: ped2-500-20 lot: b504755. It was reported there was no resistance during insertion, and there were no defects other than poor deployment. The distal side of the flow diverter was frayed. The pipeline was not used as an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open; it was in a relatively straight blood vessel of the mca. There were additional steps or other devices attempted to open the pipeline, specifically the procedure was added; system push, pull, wire push, etc. The patient did not experience any adverse event or injury in association with this event. Vessel tortuosity was moderate. The device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.